Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from canada called on behalf of the customer to report that they obtained blood glucose readings of 5.2 mmol/l, 21.0 mmol/l, 24.9 mmol/l, and 21.5 mmol/l within 10 minutes on the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next meter was tested with the in-house contour next test strips from lot # 9kpef04a, which gave a satisfactory performance.